Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not apply the clip. The clip fell from inside the patient's anatomy and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the customer reported that the instrument was inspected prior to use. At the time, the surgeon did not observe any issues with the medium-large clip applier instrument. No collisions were observed. It was confirmed the clip was retrieved during the same procedure with no additional procedures required. When the instrument was removed, the wrist was straightened and no resistance was noticed. There was no damage observed on the instrument after the reported issue. Post-operative tests like x-rays and ultra sounds were not performed. A backup clip applier instrument was used to continue and the procedure was completed robotically with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported complaint. The medium-large clip applier instrument was found to have the grips damaged and therefore, the clip test could not be performed. It was noted that both grips were bent. This failure is typically attributed to mishandling/misuse.